Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal event. This device recorded a ventricular tachycardia (vt) episode for which this device delivered anti-tachycardia pacing (atp) and an electric shock. The device successfully converted the rhythm. Boston scientific technical services (ts) was consulted and upon review, it was discussed the possibility that the atp could have accelerated the ventricular rhythm. Pacemaker mediated tachycardia (pmt) episodes were observed. No additional adverse patient effects were reported. At this time, this device system remains in service.